Event description:
Hospital reports that the patient suffered headaches which warranted an MRI. After the MRI the valve proceeded to program as normal the patient then underwent fluroscopy. The doctor tried to reprogram and was unable to. The doctor then decided to explant the valve. It was replaced with the same type of valve and it is working fine. The patient is reported to be in the condition and the symptoms are gone.